Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It was reported that pt lost stimulation. The amplitude did not go past the perception levels on all parameters and the amplitude auto-reduced. An x-ray revealed that the lead had migrated. No further info is available at this time.